Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: restricted cusp motion in newly implanted tricuspid bioprostheses: incidence, predictors, and impact on survival summarized patient outcomes/complications of restricted cusp motion in newly implanted tricuspid bioprostheses: incidence, predictors, and impact on survival were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, diabetes, dialysis, dyslipidemia, cerebrovascular disease, hypertension, prior myocardial infarction, coronary artery disease, chronic lung disease, smoking history, prior sternotomy, prior tricuspid valve replacement/repair. Some of the complications reported were rehospitalization, surgical intervention (pacemaker), unexpected medical intervention (intra-aortic pump, ECMO), stroke, atrial fibrillation, cardiac arrest, cardiogenic shock, renal failure, off label use, incomplete leaflet coaptation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The valve, "restricted cusp motion in newly implanted tricuspid bioprostheses: incidence, predictors, and impact on survival", was reviewed. The article presented a retrospective, single center study to investigate the occurrence of restricted cusp motion (rcm) at the time of bioprosthetic tricuspid valve replacement (tvr) and analyzed associated risk factors and outcomes. Devices included in the study were medtronic hancock ii and st. Jude epic valve. The article concluded that the study revealed a high incidence of restricted cusp motion in bioprosthetic valves in the tricuspid position detected shortly post-implantation, which was associated with increased late mortality. To reduce the probability of restricted cusp motion, it is important to select the appropriate prosthesis model and size, particularly in small patients. [The primary and corresponding author was hartzell schaff, department of cardiovascular surgery, mayo clinic 1216 2nd st sw, rochester, mn 55902, with corresponding email: schaff@mayo.edu]. The time frame of the study was from 2012 to 2022. A total of 476 patients were included in the study, of which 126 (26.5%) received an abbott device. The average age was 68.9 years for patients in the normal motion group and 67.9 years for patients in the restricted cusp motion group. The majority gender for both groups was male. Comorbidities included atrial fibrillation, diabetes, dialysis, dyslipidemia, cerebrovascular disease, hypertension, prior myocardial infarction, coronary artery disease, chronic lung disease, smoking history, prior sternotomy, prior tricuspid valve replacement/repair.